Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness and syncope. The right ventricular (rv) lead exhibited one undersensed beat during fast ventricular tachycardia (vt) and t-wave oversensing (twos) during the post pace. No patient complications have been reported as a result of this event.